Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was returned as worn under worn instrument return program and bearing was missing. There was no patient involvement or harm reported.

Manufacturer narrative:
Visual examination of the returned product confirmed one bearing is missing and pictures identified signs of repeated use. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to design deficiency which was previously investigated through the CAPA process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.